Event description:
The pt presented to the emergency room complaining of inappropriate shocks. A chest x-ray revealed migration of the rv lead. On (B)(6) 2010, this lead was successfully repositioned and all records indicate that this lead remains actively implanted. Should add'l info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.